Event description:
It was reported that the right atrial (ra) lead became dislodged and exhibited no capture at max output and intermittent sensing. The lead was initially reprogrammed off but was unable to be repositioned due to fribrosion in atrium and was therefore capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.